Event description:
The driveline disconnect event mentioned in august 2023 was covered under (B)(4). It was reported that event log files were submitted for review. It was reported that the patient presented to the emergency department with chest pain and alarms. The patient stated that low battery alarms began, and the batteries were exchanged. The event log files captured low voltage advisory events and low voltage hazard events as well as pump off and driveline disconnect alarms. The driveline disconnect alarms occurred due to confusion by both the patient and caregiver due to the alarm. The system controller was exchanged to the backup system controller at 20:57. The system controller exchange was an unnecessary error on the part of the caregiver. The patient appeared confused and stated that the audible alarm and yellow diamond were not seen while on battery power, but only saw the low voltage statement on the screen. The patient also noted that they saw the red battery alarm and heard the continuous alarm then later refuted that they had not seen the yellow diamond or the red battery alarm. The event log files from the exchanged system controller (B)(6) indicated that the patient switched from the mobile power unit (mpu) to the battery power on 12 jan 2024 at 6:57. A low power advisory event occurred on 12 jan 2024 at 20:25. The low power advisory event continued until 20:56, when a driveline disconnect event was recorded. Battery power was removed and a no external power event occurred on 12 jan 2024 at 20:58. A total of 10 silence alarm button pressed events were recorded between 20:58 to 21:38. A shutdown sequence started event was recorded on 12 jan 2024 at 21:39. The mechanical circulatory system (mcs) operated as intended. The patient was re-educated on power management and alarms. The exchanged system controller was evaluated and operated as intended. Related manufacturer reference number: 2916596-2024-00380 (system controller (B)(6))

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event which was associated with the disconnection of the driveline. This event appeared consistent with the reported system controller exchange performed due to confusion by the patient and their family. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, "how your heart pump works", warn that if the driveline disconnects from the system controller, the pump stops. These sections further instruct that if the driveline disconnects from the system controller, it should be promptly reconnected to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.